Event description:
Philips received a complaint on the intellivue mx450 patient monitor indicating the monitor did not generate an alarm for spo2 desaturation and the patient passed away. The patient was being monitored on the mx450 monitor with ECG being monitored on telemetry. The patient desaturated to 31% with no visual or audible alarm and the patient's oxygen saturation remained in the 30-40% range for approximately 15 minutes. The patient subsequently passed away. The hospital investigation revealed the spo2 alarm had been turned off two days prior to the event.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and confirmed that there does not appear to be a device problem that contributed to the event; however, a use issue related to turning alarms off was a likely factor seeing the message on the x3. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.